Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was not able to maintain power after changing the battery. Reportedly, several new batteries were used for troubleshooting but were unsuccessful in resolving the intermittent power issue. It was noted that the user was able to get the pump to function normally the following day after letting it sit overnight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.